Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had micro dislodgement and lead slack issue. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.